Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The pouch was returned without a manufacturing seal intact, thus confirming the reported issue. There were no other abnormalities noted to the pouch. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Based on the related records review for this lot and an expanded records review, this appears to be related to human error. The performance of these devices will continue to be monitored.

Event description:
It was reported that an unsealed unit for a 2.75x20 mm otw nc trek was found in a consignment return from (B)(6). The manufacturing seal was not sealed. The device was not used on a patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.